Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2020. It was reported during the index procedure, while attempting to deploy the stent graft it was not possible to release the stent graft despite following the correct procedure. The stent graft remained attached to the lancet in its distal part. Releasing the nose freed the stent, but the covered part remained blocked. The whole unit then had to be removed through the introducer up to the iliac and then an approach to the iliac for removal was made. During this approach the ipsi-lateral leg dislodged and had to be removed leading to extension of the procedure to complete intervention where the physician completed a prosthetic ilio-femoral bypass and an additional iliac protective stent was implanted. Per the physician the cause of the deployment difficulties leading to the removal and dislodgement of the aui graft is undetermined. No additional clinical sequelae were reported and the patient is fine.